Event description:
Information indicates pump showing occlusion even though the syringe, tubing, and hep lock were flushed. Pump started working after shut down and restarted. When changing the syringe the morning and starting the pump, the pump did not stop and continued to infuse it was not programmed for priming or basal infusion. Stopped pump, hydromorphone 10 mg 50 cc syringe showed 47 cc left less than 3 cc infused.

Manufacturer narrative:
Device has not been returned to manufacturer for evaluation.